Manufacturer narrative:
As reported, hemostasis was attempted with a 5f mynxgrip vascular closure device (vcd). Following deployment, oozing and bleeding were observed from the access tract after holding pressure. Additional manual compression was applied for approximately 20 minutes. There was no reported patient injury. There was no hematoma or pulse change observed. The device was stored and prepared according to the instructions for use (IFU). The mynx vascular closure device (vcd) was used during an interventional procedure utilizing a retrograde approach. The deployer was mynx certified. A 5f cordis brite tip catheter sheath introducer was used. The femoral artery was confirmed to be suitable via angiography, with insertion angle and vessel diameter verified to meet procedural requirements, including a vessel diameter of at least 5 mm. Pulsatile bleeding was observed upon removal of the advancer tube, and the sealant was deployed to the correct location. One (1) non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, and the stopcock was in the open position. A cordis mynx syringe was received attached to the unit. Additionally, a non-cordis catheter sheath introducer (csi) with no identified french size was returned but was not inserted on the device. The sealant was not returned for this evaluation, and the advancer tube was also not returned. The sealant sleeve was observed to be partially retracted, while the balloon showed no abnormal conditions. No additional anomalies were observed during this visual analysis. A deployment simulation could not be performed because the sealant and advancer tube were not received for evaluation. However, a shuttle displacement test was conducted, during which the shuttle cartridge advanced and retracted to the black handle without issue. An inflation/deflation test was also performed, and no issues related to the reported event were observed. The balloon inflated and deflated as expected, confirming proper functionality. The reported event of ¿sealant-failure to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint and there were no damages noted to the fully deployed device. The exact cause of the issue experienced by the customer could not be determined during analysis. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received) with no damages noted that could attribute to the reported failure. However, access site factors, pharmacological factors and/or handling factors of the device are possible. According to the product¿s IFU, which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was attempted with a 5f mynxgrip vascular closure device (vcd). Following deployment, oozing and bleeding were observed from the access tract after holding pressure. Additional manual compression was applied for approximately 20 minutes. There was no reported patient injury. There was no hematoma or pulse change observed. The device was stored and prepared according to the instructions for use (IFU). The mynx vascular closure device (vcd) was used during an interventional procedure utilizing a retrograde approach. The deployer was mynx certified. A 5f cordis brite tip catheter sheath introducer was used. The femoral artery was confirmed to be suitable via angiography, with insertion angle and vessel diameter verified to meet procedural requirements, including a vessel diameter of at least 5 mm. Pulsatile bleeding was observed upon removal of the advancer tube, and the sealant was deployed to the correct location. The device will be returned for evaluation.